Manufacturer narrative:
Product ID: 8731, lot# unknown, product type: catheter.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen via an implantable pump. It was reported there was a motor stall, pump alarm, and symptom return. Troubleshooting was performed with the n¿vision. Actions and interventions included ¿purge / sérum physiologique injectable and minimal débit + relais per os.¿ potential environmental, external, or patient factors that may have led or contributed to the issue included ¿airport¿ and ¿fall.¿ the issue was not resolved. It was unknown if surgical intervention was planned.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the statement ¿purge / serum physiologique injectable and minimal debit + relais per os.¿ was translated as ¿purging/ injectable nacl and minimum flow and drug by the mouth¿. It was reported that the patient experienced stiffness when the motor stalled. It was noted that it was impossible to determine the cause of the motor stall. It was noted that the patient isn¿t very well and ¿wait for future intervention to change all the system¿. The date if the event was unknown. It was reported that the pump was still implanted.

Manufacturer narrative:
Analysis of the pump identified o-ring wear of the motor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The explant date was provided. No further complications were reported/anticipated.